Event description:
It was reported that during preparation, the subject balloon expanded but may have ruptured during the procedure. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The product was returned. The lot number could not be confirmed as the packaging was not returned. During the visual inspection, the subject device hub appeared normal. During the visual inspection it was noted that the balloon was burst. The catheter tip was damaged. Functional testing was not required as the reported event was confirmed based on the damage noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per additional information no damage was noted to the device prior to use and the device was prepared as per dfu for this product. In the case of this complaint the catheter tip was most likely damaged during insertion leading to the burst balloon. The as reported and as analyzed events were most likely due to some procedural/anatomical factors encountered during use. Based on the available information and investigation results, an assignable cause of procedural factors will be assigned to this complaint.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during preparation, the subject balloon expanded but may have ruptured during the procedure. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.